Manufacturer narrative:
The customer did not return the suspected product. Since the lot # 8gteg14a provided by the customer for contour next test strips is not valid, test strips from similar lot 8gpeg14a were used to perform in-house testing along with the in-house contour next link 2.4 meter, which gave satisfactory performance. Has been updated to reflect the correct lot #.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter (serial # (B)(4)). The returned meter was tested with the in-house contour next test strips from lot # 8gpeg14, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she was feeling sick after waking up. She could see spots in her eyes and felt cold and sweaty. The customer ran a blood glucose test at 9:05 a.m. And obtained a reading of 178 mg/dl on a contour next link 2.4 meter. Based on this reading, the customer received insulin from the insulin pump. She did not know the amount of insulin received. Around half an hour later, the customer continued feeling sick. She was dizzy and sweaty. At 10:21 a.m., the customer retested her blood glucose and obtained a reading of 562 mg/dl. Based on this reading, she received 20 units of insulin. After that, she felt lightheaded, sweaty, lethargic, and unconscious. Her husband called the ambulance. Another blood glucose test was performed with the ambulance's meter and a reading of 40 mg/dl was obtained. The customer was taken to the hospital. The customer was administered with sugar components to bring her blood glucose levels back to normal. The components and quantity of sugar administered to the customer is unknown. The customer was discharged from the hospital at around 1:30 p.m. The customer's blood glucose reading with the doctor's meter was 125 mg/dl. The customer was feeling better after leaving the hospital. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.